Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, patient experienced af when the physician was positioning the atrial lead. Physician decided to use a single chamber competitor device. Patient's condition was stable.